Event description:
Hospital advised that rate was set at 100ml/hr and volume to be infused set at 500ml. A 500 ml bag was hung. The pump alarmed keep vein open approximately 1 1/2 hours after the infusion was started. User stated that the rate had changed to 350 ml/hr.